Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 893028 , a33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device bent and would not cannulate into tube". The patient's medical history included gravida ii, parity 2, cervicitis, mole of skin and menometrorrhagia. Concomitant products included fentanyl, ketorolac tromethamine (toradol) and promethazine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("device bent and would not cannulate into tube"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and pelvic pain to be related to essure. The reporter commented: 1/2 coil noted at os. Lot number: 893028 manufacturing date: 2011-08 expiration date: 2014-08. Lot number: a33567 manufacturing date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A33567, 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cervicitis, mole of skin and menometrorrhagia. Concomitant products included fentanyl, ketorolac tromethamine (toradol) and promethazine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("device bent and would not cannulate into tube"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and pelvic pain to be related to essure. The reporter commented: 1/2 coil noted at os. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, medical history, lot number, concomitant drugs added. Event medical device removal updated to event pelvic pain. Event: device bent and would not cannulate into tube added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 893028 , a33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device bent and would not cannulate into tube". The patient's medical history included gravida ii, parity 2, cervicitis, mole of skin and menometrorrhagia. Concomitant products included fentanyl, ketorolac tromethamine (toradol) and promethazine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device insertion ("device bent and would not cannulate into tube"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and pelvic pain to be related to essure. The reporter commented: 1/2 coil noted at os. Lot number: 893028 manufacturing date:2011-08 expiration date:2014-08. Lot number: a33567 manufacturing date:2012-07 expiration date:2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.